Event description:
It was reported to ventec that the ventilator powered off unexpectedly during use. The patient, a 76 year-old male, is ventilator dependent. A respiratory therapist was present in the room when the reported issue occurred and was able to immediately intervene, placing the patient on a backup ventilator for support. The reporter confirmed that there was no harm to the patient as a result of the reported issue.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off by itself could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.